Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged twice upon removal of the cps sheath. The coronary sinus could not be cannulated a third time. The lead was no longer used. No patient symptoms were reported.